Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred while the customer was attempting to bolus. Reportedly, the cartridge was cracked. The customer was able to load a new cartridge successfully. Customer's blood glucose level was not impacted.